Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. Telephone number: (B)(6). First/given name: not provided. Email address: not provided. The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a normal implantation and with a planned goal refraction of emmetropia the patients refractive result was unexpected. This led to the patient being permanently impaired and daily activities significantly affected. The patient's pre-operation refraction on the 1st of july 2022 was +4.0 -1.5 100. The patient's refraction after the operation was +1.75 -0.75 113. Visual acuity 0.63. An explant took place at a different clinic and a lens from a different manufacturer was implanted. No additional information was provided.